Event description:
It was reported that the intraocular lens (iol) was implanted. Pre-operative refraction showed hyperopic astigmatism. Post-operatively, the patient reported suboptimal visual outcome with uncorrected distance visual acuity (udva) of 0.8- and dissatisfaction. At follow-up appointments it was reported that autorefractometry consistently showed residual refraction around +0.00 to +0.50 -0.50 x 145 degree, which was poorly tolerated subjectively. Best-corrected visual acuity improved to 1.0- with subjective refraction, and near va reached 1.0 with +1.50 add. Additional information indicates that the patient has no prior refractive surgery and has severe dry eye with a markedly reduced tear break-up time (but). At the most recent appointment, inferior superficial punctate keratitis (spk) was also observed. The treating physician prescribed artificial tears, fluorometholone (fml), and cyclosporine 0.1%. Doctor indicates that this condition is considered likely to contribute to delayed visual recovery and a suboptimal subjective visual outcome. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: date unknown, as information was requested but not provided. Section d4: model#: a complete number is unknown, as product serial number was not provided. Section d4: catalog#: a complete number is unknown, as product serial number was not provided. Section d4: serial#: unknown/ not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI#: unknown as product serial number was not provided. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h4: device manufacture date: unknown, as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.